Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the internal carotid artery (ica) using a benchmark 6f 071 delivery catheter (benchmark) and a neuron 5f select catheter (5f select). It was reported that the patient¿s anatomy was tortuous. During the procedure, the physician gained radial access with the benchmark. Next, while advancing the 5f select to the target location, the physician noticed the distal part of the 5f select was broken on the angiogram. Then, the physician gained femoral access and used a snare device to completely remove the fractured 5f select. The procedure was completed using another 5f select. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned 5f select confirmed a fracture. This damage typically occurs as a result of unrestrained movement or torqueing against resistance. Based on the reported event, tortuous anatomy may have contributed to increased resistance during the procedure. The root cause of the fracture could not be determined. Further evaluation of the device revealed additional kinks. The kink on the fractured segment likely occurred while snaring the device. The kink on the proximal segment was likely incidental. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.